Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported inflation issue was confirmed. The reported difficulty to deploy could not be replicated in a testing environment as it was based on operational circumstances. Based on analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances for this lot. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all relevant information.

Event description:
It was reported that during the procedure, the patient presented with thrombus, which was aspirated. Then a 2.75x15 multi-link 8 stent delivery system (sds) was advanced via radial access to a non-calcified, de novo, lesion in the non-tortuous mid left anterior descending coronary artery without resistance. When attempting to inflate the multi-link 8 sds, the balloon did not inflate completely (only partially), resulting in poor stent wall apposition. The balloon was able to be completely deflated without issue and no leak was noted anywhere on the device. The multi-link 8 sds was withdrawn from the anatomy without resistance and an unspecified balloon dilatation catheter was advanced and inflated, completing stent deployment and resulting in full stent wall apposition. There were no adverse patient sequelae and no occurrence of a clinically significant delay. No additional information was provided.